Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that part of the renal coil of the stent was detached and the tip was not returned. The suture hole was noticed to be torn, and the suture was detached but present, and noticed to be cut. The stent's tear is consistent with one caused by the suture when being pulled. It is most likely that the stent was torn and detached by the suture while unpacking the device or while preparing the device for use in the procedure. Therefore, handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, approximately 4 mm of the stent was "snapped off" at the renal coil end. The portion of the stent that "snapped off" had been present in the packet but was then lost. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, approximately 4 mm of the stent was "snapped off" at the renal coil end. The portion of the stent that "snapped off" had been present in the packet but was then lost. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.